Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
(B)(4) - vista registry. It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 14f - 21f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of three perclose devices were successfully placed. The tavi procedure was completed. Reportedly post procedure, the devices functioned as intended but failed to achieve hemostasis. This resulted in bleeding and the formation of a pseudoaneurysm at the access site. Manual compression was used to treat the bleeding, treat the pseudoaneurysm, and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). The patient effects of hemorrhage and pseudoaneurysm are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.